Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9403137. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during an endovascular embolization procedure, the physician opened the device packaging and removed the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9403137) from the dispenser hoop. It was found that the stent component was detached from the delivery wire. The device was not used in the patient. The physician replaced the device with a new stent to complete the procedure. There was no negative impact on the patient. On 18-may-2026, additional information was received. Per the information, aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). There was no delay in the procedure as a result of the reported issue.